Event description:
It was reported that during the urinary tract stent placement through percutaneous transhepatic cholangio drain(ptcd), the sheath allegedly entrapped with guidewire and difficult to remove. The procedure was completed after the release succeeded. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was not available for evaluation. Images were provided demonstrating patient treatment; however, the resolution was poor; an entrapment issue leading to difficult removal could not be identified. The alleged issue could not be re produced which led to an inconclusive evaluation result. Based on the information available and as no sample was returned for evaluation, the reported issue could not be reproduced, and the investigation is closed with inconclusive result. A definite root cause for the reported issue could not be determined. Labeling review: the instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. H10: the catalog number identified in section d4 has not been cleared in the u.s. But, it is similar to the e-luminexx biliary stent products that are cleared in the us. The 510 k number and pro code for the e-luminexx biliary stent products are identified in d2 and g5. H10: b5, b7, d4 (expiry date: 08/2022), g4 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The catalog number identified has not been cleared in the u.s. But, it is similar to the e-luminexx biliary stent products that are cleared in the us. The 510 k number and pro code for the e-luminexx biliary stent products are identified. (Expiry date: 08/2022).

Event description:
It was reported that during the stent placement through percutaneous transhepatic cholangio drain(ptcd), the sheath allegedly entrapped with guidewire and difficult to remove. The procedure was completed after the release succeeded. There was no reported patient injury.